Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2022-00281-01 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect anti-hcv result for one patient that did not match with the patient¿s historical results which were positive. No specific data or patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a leak at the sample pump. The fsr determined the wz manifold, 100ul buffer pump and architect probe tubing were the likely cause of the issue. The parts were replaced which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any trends for architect i2000sr, or the likely cause parts with regards to the current issue. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) or the likely cause parts was identified.